Manufacturer narrative:
This lead was explanted on (B)(6) 2020. Upon receipt the lead was found cut 13 cm distal to the df-1 connector pin. A proximal and a distal lead fragment were received for analysis. A 6 cm long medial fragment of the insulation, with all conductors missing, was returned. The performance of the lead fragments was scrutinized, including a visual inspection as well as an inspection of the provided data. The analysis of the provided iegm episodes revealed noise on the farfield and rv channel, which led to the reported oversensing as well as an inappropriate shock. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation between 33 and 29 cm as well as between 21 and 19 cm proximal to the lead tip, the deformed shock coil and the stretched distal lead fragment most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this patient received inappropriate shocks due to lead noise. Physician suspects fracture. Lead currently remains implanted. Should additional information become available, this file will be updated.